Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit had a battery or power source issue. The customer reported that unit's display closes down even when connected to a patient, unit suddenly alarmed and spo2 dropped to 80% when patient was fine and time cannot be changed.